Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped; the md stated that he performed the "negative pull" prep prior to insertion. The md inserted the super arrow-flex (saf) sheath into the pts' femoral artery. As the iab was being advanced through the saf sheath, the iab got stuck. As a result, the md removed the iab and the saf sheath as one unit. The md requested another iab and this iab was prepped and inserted through a new sheath successfully. The md used the same insertion site for the second iab. There was no reported pt death or injury. Medical/surgical intervention was listed as "unk." There was an unspecified time of the delay in intra-aortic balloon pump (iabp) therapy. The pt outcome is "unk."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.